Event description:
This event occurrence time is unknown. The date of occur is unknown. There was no report of patient harm. No known adverse event. Resistance primary biopsy channel. Refer to expiration date as complaint notification date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel leak. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result additional information h4: device manufacture date.